Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on (B)(6) 2017, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 6 years after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
Pending investigation. There is no other information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2024-01275.